Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2011; inratio 1.5, lab 2.1. Tested within minutes of each other; therapeutic range = 2-3. Pt called back and confirmed they tested yesterday ((B)(6) 2011) with the lab=1.5; her meter got the same 1.5 inr; customer satisfied, confirmed that she used a new strip lot 247451.